Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Patient reported they were having trouble with their controller for awhile. Pt states it is not the rtm. Pt states at times it takes up to 2 hours to charge and says 90% charged and than states no charge at all. Pt states it will not locate their ins. Pt states at times the rtm overheats, pt states the controller and the rtm gets hot. Pt states the last 3 weeks they haven't used it as they cannot charge. Pt states the last two months really getting bad as though the implant isnt working. Pt states they haven't been feeling good and that's why they haven't called. Pt states they are about ready to get the unit removed. Pt states they have replaced the paddle three times and wants the controller. Pt states at first the scs device did work and now doesn't see a difference and can hardly walk right now because the device is off and they cannot charge. Pt states they quit charging because overheating and told their health care provider they don't see a difference so was told to not charge to see if a difference and none was made. Pt reported it says charging but doesn't charge. Pt states her rep thought maybe the circuit is out on the controller. Patient was advised to reset the equipment. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Analysis of the 97755 recharger (rtm) serial number (B)(6) was unable to verify complaint (rtm never got hot after running for 10 minutes). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.